Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high and low blood glucose level. The customer¿s blood glucose went up to 400 mg/dl, 46 mg/dl, 136 mg/dl, 58 mg/dl. The customer was treated with food. The customer stated that they had issues with sensor. The customer was advised to ensure he had pre-paid envelope and to call back if it is requiring. The sensor will be returned for analysis.